Event description:
Patient diagnosed with unilateral right side rupture, the device was discovered ruptured during surgery due to implant extrusion. Device was discarded at surgical facility at the time of explant.